Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the her two onetouch verio iq meters are giving inaccurate high reading of ¿196 mg/dl¿ compared another meter of ¿50 mg/dl.¿ this complaint is classified according to the documentation of the customer care advocate. The patient¿s diabetes is managed with insulin, self adjusting. The patient reportedly developed symptom of shakiness 10 minutes after obtaining the alleged blood glucose reading on the lfs products. There was no action taken in regards to diabetes management at the time of concern, however; the patient reportedly administered self -treatment with food and/or drink. Troubleshooting indicated the patient verified the readings were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The unit of measurement was correctly set. The patient was using the correct testing technique per the instruction for use. The test strips were in good condition and within the discard date. This complaint is being reported because the patient claimed she had symptoms suggestive of hypoglycemia and required treatment 10 minutes after obtaining the alleged inaccurate high reading on the lfs products.

Manufacturer narrative:
The lifescan meter has not been returned to lifescan. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.